Manufacturer narrative:
Additional information was received on october 11, 2016. The patient is now deceased. Multiple attempts were made to obtain clarification to the death event; however no further information was made available. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)) cool flow pump (model# m-5491-02 serial# (B)(4)) lasso catheter. Cs catheter. Soundstar catheter. (B)(4). Are related to the same incident.

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a stockert 70 system and a thermocool smarttouch bi-directional navigation catheter and suffered an esophageal fistula. Approximately one month after the procedure, an atrio-esophageal fistula was verified by CT scan. The patient was reported to be intubated in intensive care unit and in poor condition at the time this event was reported. Additional information was received on the event. It was reported by the physician that the procedure was uneventful at the time. The patient was discharged home the following morning. There were no complications. Approximately one month later, the patient was diagnosed with atrio-esophageal fistula as per the physician. There is no further information about the hospitalization and if any additional intervention was performed. The physician did not provide a causality opinion for the cause of this adverse event.

Manufacturer narrative:
Additional information was received on 04/22/2016, this patient did not recover. However, no further details were available. Manufacturer's ref. No: (B)(4).